Event description:
The patient presented with a massive stroke, due the complete thrombolic occlusion of the left internal carotid artery (ica) with a filling deficit in the left middle cerebral artery (mca) and anterior cerebral artery (aca). The physician stated, the thrombus was associated with the patient's recent aortic valve replacement. Initially, the thrombus was treated with intra venous tissue plasminogen activator, but there was no flow improvement. The physician attempted to treat the thrombus using two retrieval devices unsuccessfully. The patient suffered a vasospasm in the distal ica that was successfully treated with 3 mg cardene. Angioplasty in the mca improved the flow, but the large filling deficit remained. The stent was placed in the mca and resulted in the brisk flow through the mca and its branches but the a1 aca segment remained occluded. There also appeared to be active extravasation within a distal mca branch. Following the procedure, the patient underwent a CT scan, the finding from this were not disclosed. However, it was reported that the patient did suffer an intracranial hemorrhage that the physician believed was caused by the reperfusion of the vessel. The physician did not allege any malfunction of the device had occurred. The patient was reported to be recovering from the stroke and is hemiplegic but is able to follow commands.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.